Event description:
The pt was implanted with a vented electric left ventricular assist device (lvad). It was reported by the vad coordinator that the pt had been admitted to the hosp with signs of inflow valve failure. The decision was made to take the pt to the or for a pump exchange. The pt was exchanged to the MFR's clinical trail vad. The pt remains stable and on lvad support. The hosp is sending the device to MFR for analysis.